Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device and it was observed that the device failed the cutter insertion acceptance test. Therefore, the reported condition was confirmed. Evidence indicates this was due to usage / wear over time. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that the "bearings needed to be replaced" on the attachment device. The reporter stated that this event was not related to surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted. A supplemental medwatch report will be submitted if further information is received.